Event description:
The pt underwent a class iii uterus prolapse correction in 2005. Post operatively the pt experienced a rectocel dehiscence and infection due to poor pre-op intestinal preparation. Antibiotics were prescribed.